Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information; unable to determine. Source: phone.

Event description:
Reported false negative sars result received during a verification study. The customer communicated the result was confirmed negative by molecular (pcr testing).